Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 102mg/dl. The customer stated that the paramedics were called because her blood glucose was low. The next day, the customer was admitted in the hospital. Troubleshooting was not performed because the customer knows that she over bolused. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.